Manufacturer narrative:
Additional information was added to h3 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, 2 photos were evaluated. The visual inspection of the provided photos showed only the label of the product and the packaging. Due to the nature of the returned sample, no additional testing could be performed. Therefore, the reported condition could not be verified or refuted.the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that right after connecting a patient to a polyflux 170h, an external fluid leak at the header part of the dialyzer was observed. The user replaced the product, and a new product was used to continue with treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.